Manufacturer narrative:
Concomitant medications: heparin and bivalirudin were given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Concomitant devices: angioguard rx catalog number 601814rmc, lot number 70612502. As reported by the (B)(4) study, the site indicated that during the index procedure (pta of the proximal right internal carotid artery) the patient experienced a myocardial infarction. The patient's history is significant for hyperlipidemia, history of smoking and hypertension, previous cea due to recurrent stenosis (of the right and left internal carotid artery). The patient was asymptomatic at the time of the intervention with a baseline nih score of 0. Pta was performed on an 80% occluded lesion 30 mm in length in the proximal right internal carotid artery. The arch ii lesion was eccentric, ulcerated, mildly calcified and moderately tortuous. A 6mm medium support angioguard device was deployed and a 10 x 40 mm precise pro rx stent was successfully deployed at the target site. The residual diameter stenosis measured 0%. The angioguard was successfully removed and no debris was found in the basket. There was no documented dissection or presence of air bubbles during the procedure. The site reported that the patient did not have any neurological deficits. In addition, the patient had elevated cardiac enzymes post procedure and cardiac catheterization was clean showing non-obstructive coronary disease. The physician did not feel that the event was related to the device. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Myocardial infarction is a known potential adverse event associated with any invasive procedure in which medical devices/products are inserted into the patients vasculature and manipulated to varying degrees and is listed in the IFU as such. Myocardial infarction (mi) or acute myocardial infarction (ami), commonly known as a heart attack is the interruption of blood supply to part of the heart, causing some heart cells to die. This is most commonly due to occlusion (blockage) of a coronary artery following the rupture of a vulnerable atherosclerotic plaque, which is an unstable collection of lipids (fatty acids) and white blood cells (especially macrophages) in the wall of an artery. There is no medical evidence to suggest a causal relationship between the stent implanted in the carotid artery and the reported mi. The inherent risk of the procedure combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. There is no information to suggest that there is a design or manufacturing related issue, therefore, no corrective action will be taken.

Event description:
As reported by the (B)(4) study, the site indicated that during index procedure the patient experienced the event of myocardial infarction. Baseline nih score was 0. The patient was asymptomatic at the time of the intervention. Pta was performed on an 80% occluded lesion 30 mm in length in the proximal right internal carotid artery. The arch ii lesion was eccentric, ulcerated, mildly calcified and moderately tortuous. A 6mm medium support angioguard device was deployed and a 10 x 40 mm precise pro rx stent was successfully deployed at the target site. The residual diameter stenosis measured 0%. The angioguard was successfully removed and no debris was found in the basket. There was no documented dissection or presence of air bubbles during the procedure. The site reported that the patient did not have any neurological deficits. In addition, the patient had elevated cardiac enzymes post procedure and cardiac catheterization was clean showing non-obstructive coronary disease. The physician did not feel that the event was related to the device.